Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The missing portion off the rubber fragment was not returned. The customer noted that all fragments were retrieved/no pieces were left in the patient. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic roux en-y. Event description: piece of the black seal fell into the patient. They were able to retrieve the piece. It is unknown what instruments were being used. Additional information received via email from sales representative on may 11, 2017 - "small piece of double duckbill broke off and fell in patient." Additional information received via email from sales representative on may 16, 2017 - "the case was a laparoscopic roux en-y. The trocar was the left hand 12 mm sleeve. Instrumentation used through the trocar included a blunt grasper and a 12 mm stapler." In his right hand he was using a competitor's energy device. Type of intervention: na. Patient status: no patient injury.